Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Date entered is our best estimate. H3 other: device has not been received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that leaking water from the clear case in front. There was no patient involvement. No injury.

Manufacturer narrative:
D9 - date returned 11/29/2023. One device was received with a scratched cover, water tank cover was cracked on both bottom corners, quick connect was corroded, pole clamp was no longer black but silver. The complaint was verified by putting water into the water tank, attaching disposable temperature check, and turning device on. The root cause was a cracked water tank cover. It was unknown what caused the condition however it was most probable due to the customer overtightening screws causing case to crack. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced water tank cover, front cover, quick connect, pole clamp. Performed preventative maintenance (pm), changed o-rings, reservoir gasket and calibrated. The device passed all functional and delivery tests.